Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer who confirmed that the issue was resolved after performing a power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the instrument in universal surgical manipulator (usm) 4 repeatedly disengaged. The intuitive tech support engineer (tse) found recognition errors in the system logs against usm 4. The tse recommended using another instrument and re-draping the arm. The customer continued with the procedure. There were no reports of patient injury.